Manufacturer narrative:
A field service engineer was dispatched to inspect the device and found the root cause of the malfunction, but the customer cancelled the request, given that the affected devices were working as intended after rebooting. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Access to the device was restore after users rebooted it. The customer referred to several devices being affected but did not release information regarding each event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 09-nov-2021 to 09- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue got resolved after reboot. The technical support specialist reviewed the device¿s log and suspected kernel battery issues. A field service engineer checked the battery and confirmed no issue were found. The system functioned as intended after assessed by the technical support specialist and evaluated by field service technician.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Access to the device was restore after users rebooted it. The customer referred to several devices being affected but did not release information regarding each event. There were no adverse events or injuries reported based on this event.